Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu:<10 colonies enterobacter species. Bacterial identification: no further growth after 7 days. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during the customer¿s routine microbial testing, the duodenovideoscope tested positive for <10 colony forming units (cfus) of enterobacter species. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.